Event description:
It was reported that the right ventricular (rv) lead triggered and alert for low impedance on the high voltage and superior vena cava (svc) coils. The impedance intermittently decreases and then will return to a baseline value. There has also been an increase in short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).